Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model 3grx-ts - serial number/date (B)(4) is approximately 5 years and 6 months old. The user manual part number 1143151 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male who is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that when he tilts back in the chair, all the way, the chair flips back and he falls out of the chair. This has allegedly happened about 5 times in the past 12 months. Injury is alleged.